Event description:
Almost choked [choking sensation]. Bottom piece came off - oral-b [device breakage] . Case narrative: consumer via e-mail stated that the bottom piece of the oral-b toothbrush refill came off while they were brushing their teeth, and they almost chocked on it. No serious injury was reported. 11-may-2023 case update from information initially received on 23-mar-2023: the suspect product lot was a22. No serious injury was reported.

Manufacturer narrative:
11-may-2023 product investigation results: complained product received user handling was identified as root cause for the complaint.

Event description:
Almost choked [choking sensation]. Bottom piece came off - oral-b [device breakage]. Case narrative: consumer via e-mail stated that the bottom piece of the oral-b toothbrush refill came off while they were brushing their teeth, and they almost chocked on it. No serious injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.